Manufacturer narrative:
The device was not returned to olympus for evaluation, but the customer¿s allegation was confirmed by a third party for all reported issues. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had the distal cover scratched, stained, cracked and critically hit. Additionally the nozzle was contaminated and rubber angulation adhesive scratched and opaque with the insertion tube, body grip and control section all scratched. The knobs were out of play and angulation out of range with the rubber on button one perforated and the pulse worn out. The universal tube and electric connector were scratched and the light fiber worn about ten percent. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
H10 per the customer¿s response: 1. The device was not processed by the client before it was returned to olympus. 2. No images were available that provided more detail/characteristics related to the debris that was present. 3. The device wasn¿t used on the patient with foreign material attached. 4. The user didn¿t inspect the device for any malfunction prior to use. 5. The device was pre-cleaned properly and without delay after the procedure. 6. All reprocessing accessories didn¿t have any abnormalities. 7. No manual cleaning was performed within one hour after the procedure. 8. The device wasn¿t cleaned properly before manual disinfection. 9. All the oscilloscope channels weren¿t connected with tubes when the oscilloscope was being installed in the aer/ewd. 10. The air/water channel wasn¿t flushed with water and air using mh-948 or other equipment. 11. There were no effects of other reprocessing/aer/ewd products/accessories involved in the event. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. However, it¿s like the cause is related to reprocessing not being conducted/completed prior to the device being returned to olympus. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.